Event description:
It was reported that patient had an infection at the ipg pocket site. In turn, the entire system was explanted. Postoperatively, patient was given oral antibiotics and the infection has since resolved.